Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
A lawsuit alleged that the patient suffered physical and other injury as a result of the recalled lead. The (B) (6) further alleges that the patient "experienced inappropriate and/or excessive shocking, fracture or other injury requiring medical intervention including but not limited to surgery, removal and/or replacement of the defective sprint fidelis lead." The inappropriate shocking allegedly caused the patient to "fall down his stairs and sustain additional injuries, including fracture of his hip, which necessitated further surgery and other damages." It is also alleged that the patient "has sustained and will continue to sustain severe physical injuries and/or death, severe emotional distress, mental anguish, economic losses and other damages." The lead was replaced. No further patient complications have been reported as a result of this event.